Event description:
It was reported that the device was used during a laparoscopic hernia repair. It was reported by the rep that the staples of the ez45g instrument fired and formed but the instrument did not cut. The instrument was fired twice but it malfunctioned both times. A 2nd ez45g instrument was used to complete the case. There was no consequence to the pt.